Event description:
During the procedure the surgeon not able to insert the device.======================manufacturer response for st jude trifecta valve 27mm, st. Jude trifecta valve (per site reporter).======================they are working with us towards replacing the device.